Event description:
It was reported that 4 samples tested with bd bactec¿ plus aerobic/f culture vials (plastic) had mold that grew. 1 of the results were reported and patient was in the middle of being admitted, however, no treatment had been given. Confirmatory gram staining showed no growth. The following information was provided by the initial reporter: fungal contamination. Customer had 2 patients that grew mold. Fungus has not been identified yet. Customer said several bottles of this lot look cloudy. 1 result was reported. Customer will try to get ae information. No fungal elements were seen in the gram stains.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/20/2021. H.6. Investigation: bd was unable to reproduce the customer¿s experience with the bactec. Retention samples and returned goods samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. Complaint is unconfirmed based on retention samples, returned good samples and batch history record review. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 samples tested with bd bactec¿ plus aerobic/f culture vials (plastic) had mold that grew. 1 of the results were reported and patient was in the middle of being admitted, however, no treatment had been given. Confirmatory gram staining showed no growth. The following information was provided by the initial reporter: fungal contamination. Customer had 2 patients that grew mold. Fungus has not been identified yet. Customer said several bottles of this lot look cloudy. 1 result was reported. Customer will try to get ae information. No fungal elements were seen in the gram stains.